Event description:
Philips received a complaint from the customer on the v60 indicating that there was an error message that the ventilator restarted due to anomalies detected during operation. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was an error message that the ventilator restarted due to anomalies detected during operation. A quote for onsite service was sent to the customer but later cancelled. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.